Manufacturer narrative:
Device has been returned for evaluation. The technician found multiple frayed wires in the bending section. Observed deep scratches in the insertion tube and crack in the a-rubber glue. Additionally two lenses were chipped and knob had excessive play. Leak test was performed and passed. The likely cause can be attributed to wear and tear problem. No further information was reported. The product¿s IFU(operation manual) described as follows: "maintenance management" ·the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.2, ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus. "Inspection of the endoscope" ·inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. It was confirmed from sbc report that the subject scope was used on procedure. Cause of the suggested event cannot be conclusively determined. -the user suggested play on angulation knob, a-rubber glue deterioration, the condition around lens. It seems the user manages the scope strictly, from the suggested events. Such user been over looked a-braids protrusion does not sound right. And so, it is presume that the suggested event did not occur while it was used at the user facility. The suggested event was detected when sbc investigated the scope. From the location of parts replacement, the scope was seemingly needed to be dismantled. We determined sbc dismantled the scope. From above, we presume that the suggested event occurred when sbc dismantled/broken the scope. It was seemingly occurred by the scope been broken due to sbc repair work. A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that device's knob had excessive play and glue around lens and the light was worn. There was no patient injury reported.